Manufacturer narrative:
Additional information: d10, h3, h6. H10: the device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. However, an additional defect was identified that it was difficult to thread the titanium adaptor onto the titanium sleeve. The reported condition was verified. The cause of the reported condition was found to be supplier manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the locking titanium adapter had a connection issue; further described as "the two parts of the adapter is unable to assemble and did not connect to other product". This was noticed before use of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.